Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead was oversensing noise with some electromagnetic interference affecting both the atrial and right ventricular leads for about two seconds. The sensitivity on the atrial lead was increased. The atrial lead also had a possible fracture and was subsequently explanted and replaced. The right ventricular lead had no modifications and remains in use. The patient is enrolled in the surescan post approval study. No patient complications have been reported as a result of this event.